Event description:
According to the reporter, during a total abdominal colectomy procedure, the device failed to secure the distal segment of the colon, also the surgeon stated that the stapler did not have staples in it. Procedural note: a thickened and diseased descending and sigmoid colon was encountered, at that point the mesentery became more thick, friable and hemorrhagic, however it was controlled with electrocautery and several ties as the mesentery was divided close to the recto sigmoid junction. Once the superior portion of the sigmoid were breached, the thickened and inflamed fat was dissected off the colon, and a stapler was applied to this exposed area of bowel. A good fit with device around the bowel was noted; however, when the stapler was fired, the bowel was transected, but no stapler was introduced into the specimen. As such, it was sent as a specimen, and the colon was then over sewn using 3-0 vicryl pops in a lambert single layer fashion. No evidence of any hemorrhage or ischemia at the site of the rectal stump closure. The abdomen was thoroughly inspected. There was no sign of any ongoing hemorrhage or any other contamination. Post- operatively period progressed as expected and was discharged after three days after procedure.